Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse inspected the operation of the universal surgical manipulator (usm), find none to be drifting, ran sine cycled, no issues found with arms. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, it was reported that arms were drifting. The initial troubleshooting involved reviewing the error logs, but no related errors were identified at that time. The customer had observed drifting in both arms 1 and 2, once while the surgeon was at the console and again when not at the console. The immediate actions taken by the customer included pressing the emergency-stop multiple times and power cycling the system, which allowed the procedure to continue. The customer later called to have the error logs reviewed and requested a follow-up. During the review, it was explained that drift or resistance could have resulted from port placement, and it was noted that the customer planned to use their other patient cart for subsequent procedures. Further review of system logs identified a single 23008 pot to encoder error on the universal surgical manipulator 2, axis 1. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury.